Event description:
It was reported that the pt underwent a parotidectomy procedure. Three hours post operative the pt presented with intense edema and hematoma at the location of the surgery. Pt required another surgery to change the drain. It was noted that the drain was obstructed.